Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue. The investigation determined the reported failure to advance appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement the graftmaster failed to cross the heavily tortuous anatomy resulting in the failure to advance, the noted stent damage and causing the stent implant to move or shift from its original location. There were crimp marks noted on the balloon which suggest that the stent was originally positioned correctly and securely at the time of manufacture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention (pci) was performed on the heavily tortuous, left anterior descending (lad). A 2.8x19mm graftmaster stent delivery system (sds) failed to cross the perforated lesion due to anatomy. The sds was removed without reported issues and another device was used in replacement with satisfactory outcomes. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.